Event description:
It was reported that patient had the inflatable penile prosthesis reservoir replaced as it had migrated out of the space of retzius. The physician implanted a new reservoir on the right side of the patient along with tutoplast that was used to create thicker tissues and to support the reservoir. The patient had prior abdominal procedure which caused implant complications. The procedure was successfully completed. The patient fully recovered with no complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.